Manufacturer narrative:
It was reported that a patient underwent an artery procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment and hemostatic valve separation occurred. It was reported that upon retraction of the introducer from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the orange cap at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, where the introducer inserts into the sheath came off (unglued) in one piece. The orange piece and the white valve insert came out with the introducer. On 4/22/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found that the hemostatic valve and brim cap are separated from the hub. These findings are consistent with the customer¿s reported issue and continue to be deemed MDR reportable. Device evaluation details: the device evaluation has been completed. Visual inspection was performed, and it was found brim cap has been detached and the hemostatic valve has been dislodged. A second closer inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve and brim cap could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an artery procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment and hemostatic valve separation occurred. It was reported that upon retraction of the introducer from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the orange cap at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, where the introducer inserts into the sheath came off (unglued) in one piece. The orange piece and the white valve insert came out with the introducer. Blood was observed when the introducer was removed, and the doctor held his finger over the opening to stop the bleeding until another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, could be inserted in its place. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, was replaced and the issue resolved. No air entered to the patient. It was also reported the pentaray catheter splines disappeared intermittent. The catheter was not replaced, and the case could be successfully completed. No patient consequences were reported. This catheter visualization issue was assessed as not MDR reportable since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as patient adverse event; only a product malfunction. On 4/22/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found that the hemostatic valve and brim cap are separated from the hub. These findings are consistent with the customer¿s reported issue and continue to be deemed MDR reportable.